Event description:
It was reported that a volume discrepancy occurred on the date of this report during a procedure. The expected residual volume (erv) was 17.3ml and the actual residual volume (arv) was 0ml. The patient experienced increased spasticity, underdose symptoms and less than 50% therapy relief. The device system was used to deliver baclofen. It was later reported that a catheter revision surgery was done. During the revision, the healthcare provider (hcp) tried to aspirate the remaining drug from the pump and got nothing. The expected volume was 17.4ml. Checking needle orientation and rotating the needle had been done and was unsuccessful. At the time of this report, the pump had been removed from the patient¿s body and was on the back table. The hcp was currently considering replacing the pump. It was recommended to place the pump in warm water, but the pump had not been out of the patient¿s body long enough to cool down.

Manufacturer narrative:
Concomitant products: product ID 8731, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8731, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
On (B)(4) 2014 information was received from a representative indicating that no further troubleshooting was performed and the cause of the discrepancy was not determined. This was the first volume discrepancy with the pump. The new pump was working fine, and the patient was doing well and was receiving effectively therapy. Follow-up was to continue with the hcp for medication information.

Manufacturer narrative:
The pump serial number (B)(4) was analyzed and no anomaly was found. The catheter serial number (B)(4) was analyzed and a non-significant indent in the seal was found, this indent did not affect infusion. The catheter serial number (B)(4) was analyzed and an occlusion of dried drug or blood was found. Concomitant medical products: product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.